Event description:
It was reported that the tip of a drill bit broke during an open reduction internal fixation of the right distal humerus. A 1 cm drill bit fragment remains embedded in the bone. The procedure was completed without delay or harm to the patient. This complaint involves one drill bit. This is report 1 of 1 for (B)(4). .

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.